Event description:
Initial info was received from nurse on (B)(6) 2012: a (B)(6), female, pt, took poly-l lactic acid (sculptra aesthetic) first treatment session with no problem. She received second sculptra aesthetic treatment session on (B)(6) 2012. She contacted physician office regarding some adverse reactions that she had developed. The pt's left check area was extremely swollen. The pt also had an approximate 1.5 cm "marble like lump on the left zygomatic arch which was hot to the touch, the area around the left eye was swollen and she was experiencing slight numbness around the orbit of the left eye. The pt was found to be afebrile and there was no streaking present on the affected areas. Clindamycin was prescribed for the treatment. At the time of this report, the outcome of the events was ongoing. Concomitant medication and medical history were not provided. No further relevant medical info reported.